Event description:
Event description cpi received information that this endocardial lead was capped due to inappropriate shocks and noise on the ventricular channel. The lead was replaced with a new rate sensing lead.